Event description:
On september 5, 2007, (rental distributor of medical device) informed millennium medical products, inc. (Manufacturer of medical device) of the following incident. On approx five and a half months earlier, distributor was notified by director of nursing at nursing center, that a patient was injured during a transfer when the lift tipped over during use. The type of bed the patient was on was blamed, and no further information was provided to distributor by the facility. Dist tested the medical device and found no problems with it. They then provided follow-up in-service staff training to assure proper operation of the device. Probable cause of incident is user error.